Event description:
A pt, who was in grave condition, was undergoing plasmapheresis as a last ditch effort by the physician to salvage the pt. The operator got a centrifuge underspeed alarm at the same time the pt went into cardiac arrest. The procedrue was stopped and the pt removed from the system to allow resuscitation efforts to be conducted. The pt subsequently expired. The reporting facility indicated that the pt's death was anticipated but the physician was obligated to use all means available to salvage the pt. They felt the centrifuge underspeed alarm was due to the concurrent decreasing perfusion of the pt as he was beginning to arrest. They also indicated that the pt was in respiratory distress when the procedure began. The reporting facility stated there was no baxter product that contributed in anyway to this pt expiring.